Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The pressure transducer on the o2 side had zero volts (v) out with 50 pounds per square inch (psi) applied to epgs, causing an o2 pressure fault. Software data logs were downloaded for evaluation. The pressure transducer was replaced and preventive maintenance (pm) was completed. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) reported an oxygen (o2) pressure fault. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. It was determined the pressure transducer was faulty by substituting with a known-good pressure transducer which restored electronic patient gas system (epgs) functionality. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.